Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 31st march 2009 and that it had performed to specification up to the 11th october 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed between the 14th october 2015 and the last log entry on the 3rd december 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.